Event description:
It was reported that during a remote monitoring transmission, the atrial auto capture threshold was noted to be high. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2007. (B)(4).